Event description:
It was reported that the pt was explanted of his vibrant soundbridge on (B)(6) 2013. The reason for the explanation was, that he did not receive any benefit with the device. To date no further info has been received.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.